Event description:
It has been reported to us that during the procedure, the extension wire separated from occlusion balloon wire resulting in difficulty in deflating the occlusion balloon. The physician inserted the occlusion balloon wire into the patient. The physician inflated the occlusion balloon to 5mm to occlude the vessel. The physician removed the occlusion balloon wire from the adapter after inflation of the occlusion balloon and the extension wire separated from the occlusion balloon wire. The occlusion balloon remained inflated. The physician continued with the procedure. The physician successfully placed a stent and performed post dilatation and aspiration on the vessel. The physician had completed the case, however, since the occlusion balloon wire had separated in the beginning of the case, the physician attempted to deflate the occlusion balloon and was only able to partially deflate the occlusion balloon. The physician had to remove the partially inflated occlusion balloon from the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.